Manufacturer narrative:
Correction on initial report: d.1, d.4 & g.5. Additional information provided: d.11. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that nurse was unable to program device to infuse 250ml over 15 minutes.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information has not been provided at this time.

Event description:
It was reported that nurse was unable to program device to infuse 250ml over 15 minutes.